Event description:
Reporter stated that patient's blood glucose was tested on the advantage system, with back-to-back results of 27.7 mmol/l and 7.3 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).